Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was unspecified. The 3.5 x 8mm promus element mr stent delivery system was advanced but was unable to cross the lesion. The device was removed and noticed that the stent strut was "sticking out." No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was unspecified. The 3.5 x 8mm promus element mr stent delivery system was advanced but was unable to cross the lesion. The device was removed and noticed that the stent strut was "sticking out". No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, hypotube kinks were also noted. A visual and microscopic examination identified proximal stent damage. A strut on the first row distally was raised and misaligned. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).